Manufacturer narrative:
The device subject to this investigation was returned for eval. It was visually confirmed that the packaging was punctured. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.

Event description:
It was reported that prior to setting up for surgery in the materials department, it was noted that the bur was broken inside the packaging. It was also reported that the burs were not used on a pt and the sterile area was not compromised. It was further reported another bur was readily available and there were no delays as a result of this event.